Event description:
The initial reporter received questionable ise indirect gen.2 results for one patient from a cobas 6000 c501 module. The initial sodium result was 173 mmol/l and the repeat result was 141 mmol/l. The initial potassium result was 5.2 mmol/l and the repeat result was 3.9 mmol/l. The initial chloride result was 77 mmol/l and the repeat result was 98 mmol/l. The erroneous potassium and chloride results were reported outside of the laboratory. There was no adverse event. The electrode lot numbers and expiration dates were requested but were not provided. The field service representative could not find a root cause. He adjusted the rinse levels, gear pump, and the ise sipper nozzle. Precision, calibration, and qc were completed and were within specification. The investigation did not identify a product problem.  The cause of the event could not be determined.